Manufacturer narrative:
The zoll catheter was returned to zoll on 02/15/2018 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A patient was hospitalized and an intravascular temperature management was needed. Eleven hours after initiation of therapy, blood was noted inside the quattro catheter balloon. The catheter was removed and therapy was continued with surface device. No known patient consequences were reported.